Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine upgrade procedure to replace this pulse generator, there was difficulty detaching the related lead from the device. A wrench was used to remove the lead from the device, but the set screw would not retract. The physician tried using cutters to open the header of the device to detach the lead, which was successful, but as a result the lead insulation was damaged. The lead was replaced with a new one to complete the procedure. Despite a prolonged procedure time, no adverse patient effects were reported. It was noted that the patient fully recovered, and was discharged with normal follow-up (monitoring) to continue. This device is not expected for return.